Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-00408 for the exalt model b scope, and 3005099803-2024-00389 for the exalt model b monitor. It was reported that an exalt model b monitor and exalt model b single use bronchoscope were used for a dynamic bedside bronchoscopy procedure to treat lung disease on (B)(6) 2024. During the procedure, the monitor screen went black and lost visualization. The scope was unplugged and re-plugged but visualization could not be regained. The procedure was completed with a reusable scope. There were no patient complications related to this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h11 upon receipt of this scope at our quality assurance laboratory, this device was thoroughly analyzed. The monitor performed as expected and no problems or issues were identified during the analysis. The log was reviewed and no errors were identified the date of event. The reported allegation was not able to be confirmed. It is possible that the exalt model b single use scope used with this monitor during the procedure could have contributed to the reported allegations. This sud was not returned for analysis, therefore no physical of functional testing could be completed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on all the available information, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-00408 for the exalt model b scope, and for the exalt model b monitor. It was reported that an exalt model b monitor and exalt model b single use bronchoscope were used for a dynamic bedside bronchoscopy procedure to treat lung disease on (B)(6) 2024. During the procedure, the monitor screen went black and lost visualization. The scope was unplugged and re-plugged but visualization could not be regained. The procedure was completed with a reusable scope. There were no patient complications related to this event.